Event description:
Customer alleges lift is making a clicking noise and not going up or down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. It is unknown if this is an ac powered or a hydraulic lift. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.